Event description:
Consumer states he had a couple of teeth pulled by an oral surgeon. After surgery, he was using a heating pad for the pain when he fell asleep. He awoke 2.5 -3 hours later to find blisters on his neck. He alleges the auto-off did not work.

Manufacturer narrative:
Consumer admits to falling asleep while using the pad which is abuse of the product and violation of the instruction and warnings provided. There is an instruction that states, "burns can occur regardless of control setting, check skin under pad frequently" and consumer failed to perform that instruction. A prepaid label was sent to the consumer for return of the product. Consumer has not returned the product.